Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of reset was confirmed and was caused by multiple parity errors. The device was tested on the bench and no anomalies were observed. The cause of the parity errors remains undetermined.

Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, device software reset was observed. After the device was restored, device went back to reset again the next day. The device was explanted and replaced.